Event description:
The device was returned to manufacture service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, it was visually inspected and found evidence of foam degradation inside the blower kit, scratches on upper enclosure was observed, electric damage display, ui panel damage was replaced, and loss of power and power cycle test performed. The unit was cleaned, disinfected and recertified.